Manufacturer narrative:
Examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was) with the related complaint watchman delivery system. The device was bloody. The complaint device was separated from the related device during lab analysis. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination), and a kink in the sheath 3 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman laa closure device and delivery system along with a watchman access system were selected. The closure device was deployed; however, the laa was too big and during the tug test the closure device was not stable. The closure device was fully recaptured and the procedure was not completed. No patient complications were reported and the patient status is stable. However, device analysis revealed inner liner delamination.